Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip tip at the base of the grip. A piece approximately 0.562" x 0.191" was found to be broken off and was returned with the instrument. Additionally, the instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps instrument's jaw broke off. The procedure was completed as planned with no reported injury.